Event description:
The reporter alleged an incident occurred (B)(6)2022 where they believe the user sustained a laceration on her shin that required wound care treatment due to "sharpness" on the bottom of the footrest.

Manufacturer narrative:
This incident is being reported in an abundance of caution due to the reporter believing the device caused the adverse event. The user sustained a laceration requiring wound care. The injury is allegedly occurring on the underside of the footplate where some edges from the mold are present. There is no indication of a malfunction of the chair. Rather it appears the user has ¿thin skin¿ that is easily cut by contact with objects. The chair was over 8 years old at the time of this incident. This device was supplied by (B)(6) medical equipment, and they will be notified of this incident. The reporter indicated they are unwilling to return the chair and have added padding to prevent further injury. The underlying cause of the incident was believed to be related to the condition of the patient and not due to a defect with the chair itself.